Event description:
The customer reported that approximately 2 ml of fluid leaked from the probe of the coulter act series analyzer following instrument startup. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the leak and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse reattached the tubing at pinch valve vl8 to resolve the leak and verified the repair as per established procedures. Failure mode of the event is attributed to a disconnected tubing at pinch valve vl8. (B)(4).